Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed and attributed to a faulty resistor on the main board. The main board was replaced to remedy the problem. The customer declined repair of the device and requested zoll scrap the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.